Event description:
It was reported that the stent foreshortened and during the removal of the delivery system, the tip detached. Reportedly, the physician initiated the deployment of the stent but the stent appeared to be 'crumpling". Upon full deployment, the stent foreshortened from 170 mm to 50 mm. The physician attempted to remove the delivery system, but it stuck on the guidewire. The tip of the delivery system detached and remained on the guidewire. The guidewire was removed along with the detached tip. The procedure was successfully completed by deploying two additional stents. There was no report of pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.